Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of over 600 mg/dl. She felt shaky, thirsty, and felt like she had to go to the restroom. The customer was also nauseous, had abdominal pain, and difficulty breathing. She treated her high blood glucose level with a bolus. The device was not returned.